Event description:
It was reported that the pump was not vibrating or annunciating audible tones for alerts/alarms as expected. It was also reported that the pump time was incorrect, cause was unknown. Customer's blood glucose level was 55 mg/dl. The customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.